Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 409 mg/dl. It was stated that the customer was feeling very ill. It was also stated that the infusion set was removed and the cannula was bent. Troubleshooting was performed. Ran a self and high pressure test and the insulin pump passed the tests. No further info was provided.